Manufacturer narrative:
The device was not returned for analysis; however, logs and/or assessment reports were received. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated

Event description:
It was reported that the patient was experiencing burning sensation during an MRI. The ipg was placed in MRI mode. In turn, surgical intervention may occur later to address the issue.